Manufacturer narrative:
As no item was returned function and dimension could not be checked. The device history could not be reviewed because not provided. General aspects: the basics of the gamma3-system are the interaction of nail set including a set screw and lag screw in the proximal area. The intention is to allow the fracture site to subside (if the fracture gap is too big) in order to support bone union. This requires motion in a relative rigid construction and is solved by lateralization of the lag screw. Gamma3 lag screws are designed to transfer the load of the femoral head into the nail shaft by bridging the fracture line to allow faster and more secure fracture healing. The set screw is designed to fit into one of the four grooves of the shaft of the lag screw with ascending shapes at both medial and lateral. This prevents both rotation and complete migration of the lag screw but allows sliding in a limited and defined range. The nail allows sliding of the lag screw for dynamic bone compression at the fracture sight to enhance fracture healing. With the help of the received x-ray it was possible to assess that no visible product was damaged in any way. The surgical report for informed that static locking of the lag screw had initially been performed. The corresponding position of the set screw could be verified on enlargement of the x-ray dated (B)(6) 2014. The section in the a-p-view suggested the set screw was not engaged sufficiently in the corresponding sliding flute of the lag screw. An intended static locking of the lag screw does not present a use according to the labelling. The position of the tip of the set screw did not allow controlled sliding of the lag screw ¿ caused by subsiding of the fracture site ¿ because it was not engaged in an appropriate depth. The lag screw would have lateralized (or medialized) in any way. According to above (and considering that the distance between medial lag screw tip and cortex of the femur head was similar on different x-rays) it was concluded that ¿ most likely ¿ the fracture site had subsided with the effect that the lag screw had protruded at lateral resulting in pain. In this case no deficiency of the devise(s) was determined on x-rays. The event was rather caused by inappropriate set screw placement.

Event description:
Patient is a (B)(6) female patient with a medical history of back pain, cancer, htn, osteoporosis, hypothyroidism, ibs, anxiety, migraines, bilateral knee and hip osteoarthritis. Patient is now 8 months out from nail fixation of intertrochanteric femur fracture. Subject is having increased pain in her left hip. X-rays showed collapsed intertrochanteric femur fracture. The patient received revision surgery of lag screw left hip replacing the lag screw.

Event description:
Patient is a 77 year old female patient with a medical history of back pain, cancer, htn, osteoporosis, hypothyroidism, ibs, anxiety, migraines, bilateral knee and hip osteoarthritis. Patient is now 8 months out from nail fixation of intertrochanteric femur fracture. Subject is having increased pain in her left hip. X-rays showed collapsed intertrochanteric femur fracture. The patient received revision surgery of lag screw left hip replacing the lag screw.

Manufacturer narrative:
The device will not be returned. Additional information was requested and if received will be provided on a supplemental report.